Manufacturer narrative:
No pt present during event. Per the reported event, the issue was resolved by rebooting the system. The site rep could not recall which task they were in when the issue occurred. The reported issue was not able to be duplicated by medtronic personnel at the site. There were no further issues. A software investigation found that there was insufficient info to determine a cause of the reported event.

Event description:
A site rep reported that the system froze after being moved. The problem resolved after re-boot. There was no pt present.